Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Although the root cause remains unknown, it is important to note that the bag can tear if contact is made with a sharp instrument, or if the bag is pulled with extreme force through a port site too small for the bag with specimen inside. The instructions for use state, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Oophorectomy - "I was not in the case at the time but was told when the surgeon went to pull the bag out of patient, the ovary was too large and the bag broke. I later met with the surgeon and discussed extending the incision when pulling out a large specimen." Patient status - "unknown."